Event description:
A patient monitor used for a demonstration was attached to pole stand and was moved by the nurse without unplugging the monitor from the wall outlet. Upon moving the pole stand/monitor, the power connector at the rear of the monitor pulled out of the case. The terminals from the power connector while still attached to the power cord contacted a metal rod on the monitor causing a bang, a spark and blew the monitor's fuse. The power cord used had a molded 90 degree bend at the recepticle. Service reported that it was not the cord supplied with the monitor.